Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 437 mg/dl. Customer treated their high blood glucose with a manual injection. Customer changed out their site and did not want help in order to change out their set. Nurse advised they would inform the patient's mother to call back and troubleshoot.